Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat uterine prolapse, a cystocele, a rectocele, urinary incontinence, and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia, vaginal scarring, organ perforation and husband could feel mesh. It was reported that the patient underwent a mesh revision on (B)(6) 2007. The patient underwent dilatation and curettage, vaginal hysterectomy, anterior repair, posterior repair, enterocele repair, perineorrhaphy, vaginal vault suspension, cystoscopy, and suprapubic catheter on (B)(6) 2007 due to uterine prolapse, a recurrent cystocele, a recurrent rectocele, and stress urinary incontinence. The patient underwent excision/removal of sling from vagina which has caused vaginal irritation and infection, anterior repair, cystocele repair post-hysterectomy, panendoscopy and cystoscopy for exposed vaginal sling on (B)(6) 2012 ,due to the fact the patient and spouse could feel the mesh and were bothered by it. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02121. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 03/29/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent d&c, vaginal hysterectomy, anterior repair, posterior repair, enterocele repair, perineorrhaphy, vaginal vault suspension, cystoscopy, and suprapubic catheter on (B)(6) 2007 due to marked uterine prolapse, cervix at introitus, recurrent cystourethrocele post-mesh repair, posterior rectocele post-mesh repair, and enterocele. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge and urinary tract infection.